Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent system was used during a stenting procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a tracheobronchial stricture. The stricture was located in the main branch of the bronchus and was 3cm in length. The patient anatomy was noted to be tortuous. The stricture was not dilated prior to stent placement. During the procedure, when inserting the delivery system into the patient, the distal silastic band on the catheter detached from the device. The band was removed from the patient using forceps. The stent was successfully implanted within the patient and the procedure was completed using this device. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a tracheobronchial stricture. The stricture was located in the main branch of the bronchus and was 3cm in length. The patient anatomy was noted to be tortuous. The stricture was not dilated prior to stent placement. During the procedure, when inserting the delivery system into the patient, the distal silastic band on the catheter detached from the device. The band was removed from the patient using forceps. The stent was successfully implanted within the patient and the procedure was completed using this device. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the device; the stent was not returned. The shaft of the device was kinked at 101mm proximal to the distal tip. The distal silastic tubing had detached from the device and was returned. An examination of the distal silastic tubing, which measured 5mm in length, found no issues. There were no tears evident along the length of the tubing. The internal diameter of the tubing was measured and found to be within specification. In addition, it was noted that the proximal tubing had moved over the proximal ro marker bands. The outer diameter of the tip of the device and the shaft of the device were measured and found to be within specification. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The more probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the complainant reported that the patient was over 18 years of age. Reported event of catheter component detached. The delivery system of the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.